Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient came to the emergency room indicating that the device had fired twice within a 10 minute period. Upon a remote monitoring transmission, the device was found to have had a full electrical reset. Follow up indicated a potential issue with lead causing the arcing of the shock current resetting device. The lead was capped and replaced and the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. The device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis demonstrated that the device was fully functional and no new power on resets (por)s were generated. No evidence of high voltage arcing was observed on the device exterior or interior. Hybrid analysis did not identify any anomalies that would account for the por. If information is provided in the future, a supplemental report will be issued.